Event description:
The customer tested her blood glucose using her 2 contour meters. She received readings of 19 and 49 mg/dl on one contour and a reading of 104 mg/dl on the other. The difference between the readings falls in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.